Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient harm reported.

Manufacturer narrative:
Follow up attempts were made to obtain evaluation and repair information from the customer. If information is received, the complaint will be updated.